Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant results for 1 patient sample tested for trigl triglycerides (trigl) on a cobas 8000 c 702 module. The initial trigl result was 7.01 mmol/l. There was no flag or alarm with this result and the result was automatically released from the customer's middle ware but the result was not reported to the clinician. On (B)(6) 2018 the sample was repeated and the result was 16.60 mmol/l. The sample was automatically repeated by the instrument and the result was 47.94 mmol/l. There was no allegation that an adverse event occurred. The trigl reagent lot number was 328103 with an expiration date of 31-mar-2019. The customer stated all instrument maintenance is up to date. The customer's calibration data from (B)(6) 2018 was acceptable. Qc data was acceptable.

Manufacturer narrative:
Based on the information provided, the investigation was unable to determine a definitive root cause.